Event description:
Pt leaned on one arm of the commode. The front left leg of the commode collapsed under the commode. The pt was not injured. The commode was removed from service. Dates of use: approx (B)(6) 2012.